Event description:
It was reported that the instrument was found in 3 pieces when the sterilize tray was opened. Put it back together and continued with the procedure. No delay in procedure. No adverse event.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as the device associated with this report was not returned. The initial report stated the device was discarded by the customer. A complaint database search on the provided product code identified similar reports for handle breakage. Prior investigations found the root cause to be suspected mis-use through improper impaction. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.